Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a implantable cardioverter defibrillator implant. During the procedure, it was noted that the stylet could not advance through left ventricular - lv lead. The physician then attempted to remove the stylet but was unsuccessful. The lv lead was not used and replaced. The patient was in stable condition before, during, and after the procedure.